Event description:
It was reported that a patient underwent breast surgery on (B)(6) 2011 and suture was used. The patient experienced inflammation at the incision site seven days following surgery. The suture was removed and medication was given to aid in the healing of the wound. No additional information has been provided

Manufacturer narrative:
The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch 274549, mfg date: 11/30/2010, exp date: 11/31/2015. Batch 297141, mfg date: 03/31/2011, exp date: 03/31/2016. Batch 300242, mfg date: 04/30/2011, exp date: 04/30/2016. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Inflammation occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device product code associated with this event is not known. The international affiliate reports the following possible product code: y496g. This is one of three medwatches being submitted. See medwatch 2210968-2012-01955 and medwatch 2210968-2012-01958. The same patient is represented in each medwatch.